Event description:
Less than 24 hours after the initiation of iab therapy blood was noted in the tubing. The iab was removed and replaced. 30 hours after the placement of the 2nd iab blood was noted in the tubing and the iab was removed and replaced. The pt is in stable condition. No further complications were reported.